Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Patient later reported "implants never seeded at all, sitting high, causing pain, under my arm, look terrible, stretched out at the top, bottom is super baggy". Device has been explanted and replaced.

Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-04315. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Patient later reported "implants never seeded at all, sitting high, causing pain, under my arm, look terrible, stretched out at the top, bottom is super baggy". Device has been explanted and replaced.